Event description:
It was reported that the pump was implanted on 7-14-98 in a patient with liver tumors. Infusion of chemo agents was begun. At the last refill, the nurse was unable to fill the pump, and a broken suture loop was detected. Apparently, this broken loop put stress on the other suture sites and caused the loops to separate from the tissue they were sutured to. The pump was explanted on 10-06-1998 and a replacement was implanted without any complications.